Event description:
When a patient is weighed it is difficult for the staff to navigate from pounds to kilos or vice versa. Staff always think this device is broken because they cannot navigate the menu. Needs to have better instruction on how to navigate.